Event description:
The customer reported via phone call that they had a motor error alarm while rewinding the insulin pump. Customer stated there were several other motor error alarms in the alarm history. Customer's blood glucose was normal and did not require medical treatment. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.